Event description:
The users hearing performance with the device is affected. The users family reported a fall that resulted in a trauma to the head on the left side. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance with the device is affected. The users family reported a fall that resulted in a trauma to the head on the left side.